Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined mini drawer would not open due to mini engine failure. The field service engineer replaced affected component to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer not able to access during surgery. The customer stated that they had not able to release narcotic meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini engine of the system had failed. The field service engineer replaced the mini engine to resolve and test in hardware test application to confirm. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini drawer 1 won't open to release the narcotic med after going through the process of removal which causes a critical/emergent issue during surgery. The length of the delay is unknown. There were no adverse events or injuries reported based on this incident.